Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had multiple cubies which was failed. A field service engineer replaced the drawer control and row board cable and removed debris on connections and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 had failed to display multiple cubies on the cubie map, and those cubies had consistently shown read/write errors. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.